Manufacturer narrative:
Consumer reported experiencing stinging after using the product. Consumer also reported experiencing pain and inconvenience when applying his lenses after using the product. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample (solution only) was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. The lens case was not returned for evaluation with the solution.

Event description:
Consumer reported experiencing stinging after using the product. Consumer also reported experiencing pain and inconvenience when applying his lenses after using the product. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests that the device may have malfunctioned as a result of variability of the neutralization.